Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon review of a (B)(6) transmission, high hv lead impedance was observed. No programming changes were made and monitoring will continue. The patient was asymptomatic.